Manufacturer narrative:
The scope was not returned to the service center for evaluation. The cause of the reported event cannot be determined at this time. An investigation to obtain more detailed information regarding the reported events is ongoing.

Event description:
The user facility was informed that a patient developed a mold infection after undergoing an unspecified procedure. The patient¿s course of treatment is unknown.